Event description:
The customer reported a leak at the waste line of the beckman coulter lh500 instrument. The customer's instrument has a waste line that drains into a sink, and the connection in the waste line, located just before reaching the sink, was leaking. The user was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found a small leak at the waste line of the instrument. The waste lines brass union fitting had degraded over time and had a small crack in it. The fse replaced the waste line and the fitting. The repairs were verified per established procedures. Root cause of the leak is that the brass union fitting on the waste line had a small crack in it. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).